Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed options with the health care professional. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed options with the health care professional. The lead remains in service. No adverse patient effects were reported. Additional information was received that this patient with this right ventricular (rv) lead underwent a commanded shock during the changeout procedure for the device. High out of range shock impedance measurements were observed. Ts discussed programming to single coil. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.